Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported multiple tampons unraveled and fell apart into pieces during removal. She was able to remove the tampon pieces from her vaginal cavity and did not seek medical attention. She did not experience any adverse health effects.